Event description:
Patient called lfs alleging the meter does not turn on. Patient stated that the last time tested was two days before. The patient reported no symptoms while attempting to use the meter. Patient reported no changes to the medication, but did state that when taking the normal dose of insulin they would sometimes feel shaky. No medical treatment reported. While troubleshooting with customer services the meter did power on, however, this case is being reported as a malfunction because the meter powers on intermittently. No further information has been reported.